Manufacturer narrative:
(B)(4). Other device used: catalog #00500104728, liner assembly, lot #628603. This report will be amended when our investigation is complete.

Event description:
It is reported locking ring in the shell is not in the correct position, due to that the liner assembly was damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned devices revealed disassembled and deformation of the liner. Devices were evaluated and the reported event was not confirmed. DHR were reviewed and no discrepancies were found. Investigation concluded that the reported event was due to misalignment during installation. Review of complaint histories determined no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.